Event description:
During follow up on an unrelated file a peritoneal dialysis nurse reported that the patient passed away while in the hospital for cardiac issues. The patient cause of death was listed as myocardial infarction.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.